Event description:
Revision of rhead recon head due to dis-association of head component from stem.

Manufacturer narrative:
Report from surgeon stated that pt had significant subluxation of the ulna. This allowed the ulna to get beneath the head and create a force away from the stem. Pt was returned to surgery where the surgeon corrected the ulna subluxation by transposition of the palmaris longis. A new head was placed on the stem. Pt is reported to be fine and using the elbow without problems over 1 year out. Cause of dis-association concluded to be subluxation of ulna pushing the head from the stem.